Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds and decreasing pace impedance from 1400 to 820 ohms. The physician had decided to change the implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d) for therapy purposes and subsequently decided to explant and replace the rv lead as well. No additional adverse patient effects were reported.